Manufacturer narrative:
Unit was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit was received with cracked case at display window corners and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The caller reported that an alarm occurred and the insulin pump was completely blocked. The buttons were not working as designed except for the down arrow button. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.